Manufacturer narrative:
Section b5: a prior infection event was reported under MFR # 2916596-2018-00099. Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: the reported obstruction of the outflow graft could not be confirmed through this evaluation. Additionally, the report of low flows was confirmed through the evaluation of the submitted log files. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. Evaluation of the submitted log file confirmed the reported pump stop due to full depletion of the batteries and external backup battery. The report of ongoing infection could not be confirmed through this evaluation. A direct correlation between the reported events and the patient outcome could not be conclusively determined through this evaluation. Although the specific cause of the low flow alarms could not be conclusively determined through this evaluation, the center reported the low flow alarms appeared to have been due to outflow graft occlusion. Additionally, the center reported the no external power alarms were due to patient error after an extended time on a single set of batteries. Multiple requests for additional information, including product return, were sent to the customer; however, no response has been received at this time. The hmii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Infection and death are listed in the heartmate ii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Concomitant product investigation: the 11v backup battery s/n (B)(6) was returned for evaluation due to the system operating on the 11v internal backup battery until it was completely depleted, which would have stopped the pump and resulted in a time/date reset. The reported incident of a pump stop due to power loss is confirmed with the data captured in the submitted log file (B)(4). Log. On (B)(6) 2019 at 4:25 am, a low voltage advisory (yellow battery) alarm event became active that was associated with the external 14v battery depleting. The next event at 07:06 am a low voltage hazard (red battery) alarm became active. At 08:31 am, the ¿no external power¿ and ¿ebb in use¿ became active indicating the system controller was operating on the internal backup battery. The system operated on the internal backup battery until it was completely depleted, which would have stopped the pump and resulted in a time/date reset (defaulted to january 1st 2001 1:00 am). The returned 11v backup battery, serial number (B)(6), was tested using laboratory equipment and was found to function as intended. The backup battery is able to fully charge without any alarms active and able to support the system for a minimum of 15 minutes. The 11v backup battery s/n (B)(6) functioned as designed during the investigation and could not be correlated to the reported events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Concomitant medical products: device: heartmate system controller back-up battery (11 volt lithium-ion), serial # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with continuous low flow alarms. The patient was reported to have ran batteries down and therefore the power was disconnected. The pump restarted without the clock set so it is unknown how long the backup lasted or how long the pump was off. During the analysis of the log file continuous low flows along with a no external power was observed due to the patient either disconnecting both leads and having the extra back up battery (ebb) run down to the point of causing the pump to stop before reconnecting power causing a reset on the clock to default. There were no other unusual events seen within the log file. It was reported that the ebb only ran the pump for 1 minute before losing power. Additional information reported that the low flow appears to have been due to outflow graft occlusion. The no external power was due to patient error after an extended time on a single set of batteries. There were no further pump stops reported however when the patient initially presented with the continuous low flows to clinic on (B)(6) 2019, the patient¿s symptoms were shortness of breath with minimal activity, fatigue, weakness. Additionally, the patient had nausea/vomiting and lower extremity edema. Echo found complete occlusion of the outflow graft with vad flows less than 1.0. The patient was placed on dobutamine for inotrope support and symptomatic relief. Palliative care was consulted, and patient ultimately decided to go home with home health care to help treat the patient ongoing and longstanding infection with the additional service of palliative care. On (B)(6) 2019, the patient was found down at home by a family member and was transported via emergency medical services to the hospital where the patient¿s death was pronounced. No further information was provided.